Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a multiple level spinal surgery where rhbmp-2/acs was used on (B)(6)-2012. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient underwent the following procedure: lumbar hemilaminectomy (l5-s1); lumbar foraminotomy (l5-s1); lumbar lateral recess decompression at (l5-s1). The patient was implanted with rhbmp-2/acs. Post-op, the patient began experiencing an increase in back pain. The patient had become permanently disabled and suffered through permanent nerve damage. The patient was permanently harmed, immobile and in constant pain. The patient condition was embarrassing, emotionally draining, and constantly painful.

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.